Event description:
It was reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer did not treat for his high blood glucose but stated his blood blood glucose is coming down. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions. The patient was advised that the false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.